Event description:
The clamps seemed to be jammed or blocked. The clamps were not useful during the operation. This is 11 of 17 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code(s) for this report include, mni, mnh, kwp, kwq. The investigation of the complained preassembled uss cross-link clamps show that one inner part was not assembled accordingly. The exact cause for this problem is undetermined, the reported issue reveals that it is possible one step during the manufacturing process was not carried out properly. This is considered a manufacturing fault. It is presumed these particular articles were inadvertently packed without having gone through proper control. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is deemed valid, a CAPA determination request has been initiated.